Event description:
This report is being cancelled as the power supply 0014-00-0033-05, which had been suspected to be an out of box failure was found to have no issue.

Manufacturer narrative:
This report is being cancelled as the power supply 0014-00-0033-05, which had been suspected to be an out of box failure was found to have no issue. Revert all sections to blank : b. Adverse event or product problem. D. Suspect medical device. E. Initial reporter. G. All manufacturers. H. Device manufacturers only.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during service repair by a getinge field service engineer (gfse), the power supply and motor control board were replaced on the cs300 intra-aortic balloon pump (iabp) and the unit still had issues. The gfse suspected that the replacement power supply had failed out of box. There was no patient involvement. Reference mfg report # 2249723-2024-00465 for the initial reported malfunction requiring service of the device.